Manufacturer narrative:
(B)(4). - use after damage. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a below the knee procedure that was both mildly calcified and tortuous. During preparation of the command es guide wire, it was observed that the coating at the tip of wire (for approximately 2-3 cm) was discolored and light grey in color. It also felt more rough as compared to rest of the hydrophilic coating. Also, the hydrophilic coating was peeling off very quickly and sheared off when loading the armada 14 balloon on the guide wire but the device was used despite this issue. It was confirmed that no peelings were left in the patient. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. It should be noted that per instructions for use (IFU), hi-torque guide wires for pta, ce/FDA: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. In this case, although it was reported that the guide wire was used despite the reported issues, the use of the wire does not appear to have caused or contributed to the reported complaint. Factors that may contribute to peeling of the hydro coat during the procedure may include but not limited to mishandling of the device during manufacturing, insufficient activation of lubricant (hydro) prior to use, or device interactions. Additionally, factors that may contribute to irregular texture or roughness of the guide wire may include, but not limited to, manufacturing, insufficient activation of lubricant (hydro) prior to use causing resistance, damage to the guide wire, damage to delivery device, anatomical conditions caucusing resistance and roughness, inner diameter of guide wire lumen, or outer diameter of the guide wire. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. The investigation was unable to determine a conclusive cause for the reported peeling of the hydro coat, and the reported irregular texture, and irregular appearance. It is possible that the hydro coat diluted after prolonged use or multiple device exchange resulting in the reported irregular texture or appearance. Additionally, it is also possible that the hydro coat was not activated properly causing the hydro coat to peel resulting in resistance and/or the irregular texture; however, these could not be confirmed. Additionally, per the manufacturing process the polymer coating may be thinner if there is complete coverage with no flared edges. Thinner polymer will likely cause the polymer to look lighter than normal or light grey. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.